Event description:
Information was received from a healthcare facility via a medtronic representative regarding a flex arm used in a laminectomy. It was reported that the flex arm was broken. There was no patient involved in the event. The product was used multiple times before breaking. No further complications were reported/ anticipated.

Manufacturer narrative:
Initial reporter details unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #807358957:part # 9561524; lot # my21m002 visual inspection confirmed the small knuckle handle has broken. The damage to the flex arm appears to be from bend stress overload. H6: updated with available additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.